Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 a higher than expected hybritech prostate specific antigen (hyb-psa) result, above the normal reference range, was generated on an access 2 immunoassay system for one patient sample. The result was reported outside the laboratory and was questioned by the physician. It was repeated by an outside reference laboratory. The repeat result was lower, but still above the normal reference range. Although the initial, erroneous psa result was released from the laboratory, there was no reported death, serious injury or modification to patient treatment associated or attributed to this event. Instrument psa quality control (qc) results were within the customer's established ranges at the time of the event. An instrument system check performed prior to the event generated acceptable results. The customer was not questioning any other instrument assay results. The sample was collected in a gel separator tube, and was centrifuged prior to testing. The sample appeared "normal" with no visible abnormalities. Repeat testing was performed within 3 hours of initial testing.